Event description:
Customer reported an issue with the touchscreen responsiveness, specifically that the pump screen was frozen and unresponsive to input. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.